Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since it has been less than three and a half years since the subject device was delivered, it is likely that since the user made connections and disconnections by applying excessive force to the video connector and the latch of the video connector became worn away and failed. Because of the latch failure of the video connector, causing the transmission between the endoscope and the video processor to be unstable due to disconnection of the electrical contacts, and attributing to the no image malfunction. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the olympus service center. The evaluation could not confirm the reported malfunction as the unit was tested with olympus 180 and 190 series endoscopes and passed all functional tests. All video output signals and images tested ok. A review of the unit's repair history showed no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Prior to an unspecified procedure, the evis exera iii video system center would not five a picture when the camera was plugged into it. No error codes, alarms or alert tones occurred. There were no abnormalities when the connector into the port and no foreign objects observed on the electrical contacts. No patient injury or harm was reported.